Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 880424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 and sertraline. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower had resolved and the pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 880424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included kidney infection and c-section. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 and sertraline. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("my pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingo-oopherectomy and salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries),). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower had resolved and the fallopian tube perforation, pelvic pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: previously reported insertion date and removal date was (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Events: perforation (fallopian tubes) and pelvic pain were added, essure insertion date and removal date were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". Concomitant products included sertraline. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Product indication updated. Event added: discomfort and she did not undergo any essure confirmation test. Previously reported ¿injury¿ was updated to lower abdominal pain. Event severity and outcome added for: lower abdominal pain. Lawyer added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.